Event description:
Surgeon was unable to screw the humeral adapter on the stem. Multiple attempts added 20-30 minutes to surgery time. This event occurred outside of the us in (B)(6).

Manufacturer narrative:
Engineering eval of the returned devices noted that the first thread on both the torque defining screw and the humeral stem were damaged. A functional test was unsuccessful at securing the retrieved components together. Additionally, the torque defining screw was not able to be assembled to a new humeral stem and the retrieved humeral stem was not able to be assembled to a new torque defining screw. It was unclear from this eval how each thread was initially damaged. A comprehensive review of all pertinent records was conducted. According to our records the devices were mfg to spec and met all acceptance/inspection criteria.